Event description:
Additional information was received from the patient. They reported that they finally saw their hcp on (B)(6) 2024. The cause of the poking out was not determined. They stated it was probably due to weight loss. Pain in their back and hip and down their thigh was the primary concern, so no discussion regarding poking out. Just said, "its not infected". They would get a x-ray and see hcp in 6 weeks. They lowered the settings. Issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having pain in their back, mostly in their right hip, and it comes down to their right thigh. The patient states that the pain is sporadic and is almost like a labor contraction. The patient was instructed by their hcp to call mdt to see if the pain could be related to the device. The agent reviewed expectations. The patient stated that they were placed on steroids and muscle relaxers for a week to mitigate their pain, but they did not work. The patient stated that the pain is mostly localized where their implant is and that their implant pokes out. The patient service specialist reviewed that the patient could consider turning off the stimulation. The patient will turn off the therapy and follow up with th eir healthcare provider to further address the issue. The patient states that they have lost weight since the device was implanted. The patient also stated that their implant battery was checked at 3 years old and they did not need a replacement. The patient mentioned that maybe they should get it checked again.